Event description:
Information was received from the health care provider (hcp) via the manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient did not feel the stimulation anymore. There was nothing in particular that contributed to the event. Troubleshooting was performed. Measure of the impedances, all impedances were out of range >40,000 ohms. The lead was damaged. Surgery was performed to replace the lead. Issue was resolved. There was no injury.

Manufacturer narrative:
Continuation of d10: product ID 977a275; lot/ serial# unknown; implanted: (B)(6) 2024; explanted: (B)(6) 2026; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275; serial/lot #: unknown. H6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.